Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had defective battery based on logged errors. A field service engineer (fse) powered off the cabinet, and disconnected ac power while following esd precautions. Further the fse accessed the e-compartment by removing the top cover, located the battery pack, and safely disconnected and removed it. Installed a new battery, secured all connections and hardware, ensured proper cable seating with no damage, and reassembled the unit. Restored power, powered on the station, and verified normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system did not progress past the startup screen, remained stuck, and was unusable. However, there were no delays or adverse events or injuries reported based on this event.